Event description:
The infusion pump was overdelivering. Reportedly the pump was programmed to infuse 480 ml of a chemotherapy solution to a pediatric pt at 20 ml.hr, programmed as a secondary solution. Reportedly the bag was hung to complete the pt's chemotherapy regimen and reportedly it completed 1.75 hrs early. The physician was very upset, however no medical or surgical intervention was required.